Event description:
It was reported the patient¿s legs hurt when stimulation was turned on. It was noted the patient fell in (B)(6) 2012 and their leg had hurt since. It was further noted the patient had fallen multiple times and they were reprogrammed by a manufacturing representative 'a while back. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Continuation: product ID 37743, serial# (B)(4): product type programmer; patient product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011: product type lead. (B)(4).